Event description:
According to the reporter, this was a routine caesarean section with a closure that was sub cuticular with the fat layer as continous. The procedure was for failure to progress in the first stage of labour . Had local anaesthetic (0.25 lignocaine 20mls) infiltrated around the wound. The patient presented four days later with a wound dehiscence, approximately 4 cm long from the right edge of the wound. Had wound exploration and refashioning with the initial knot in the fat layer intact and running up until the break in the wound had suture material. The suture was removed but discarded. The wound was cleaned with iodine; closure of fat layer with another suture and skin closure with staples. No further information has been made available.

Manufacturer narrative:
(B)(4).